Event description:
It was reported that there was high impedance and possible fracture on the right ventricular (rv) lead. Lead integrity alert (lia) was triggered due to short interval counts (sic) and short interval non-sustained tachycardia due to noise. The lead was capped and r eplaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).